Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho care to report a false negative for anti-e in manual gel method with cell number 2 of opened 0.8% selectogen lot# vs006 using mts igg gel card customer reports 0.8% resolve panel a lot# vra270 exp: 3-28-2017 had false negative with cell #6 with the patient tested on the same lot of mts igg gel cards (see cross-reference). Ortho care asked customer what initiated customer to perform antibody identification panel if antibody screen was negative for cell #2. Customer stated the patient had previous history of anti-e. Customer ran the panel because it is part of protocol to run a panel on patients with previous history of an antibody. Issue started on: (B)(6) 2017; reported 3-26-2017 due technical issue with the 4c server. Microtubes/wells or cell (donor #) affected: cell 2, methodology used: manual gel method, incubation time (for manual test only): 15 min, pattern observed: false neg. Reaction grade obtained: neg, customer was expecting: pos. Test repeated: yes, result obtained by repeating :neg, method used to repeat: manual gel method, other relevant details: incubation time was not extended. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Associated reagent: card/cassette type: mts igg gel card. Qc data: qc type: in-house qc, last qc run: (B)(6) 2017. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used:tipmaster pipettor. Maintenance up to date. Ortho care asked the customer to test with an alternate lot of anti-igg gel cards, but customer did not have an alternate lot. Ortho care asked customer if red cell reagents were allowed to come to room temperature, customer reports yes. Ortho care asked customer to test screening cell #2 with an anti-e antisera. Tested screening cell #2 with ortho anti-e antisera diluted with blood bank saline with reactivity at 2+. The dilution in tube method was not provided. Ortho care discussed with the customer that the issue may be sample related.